Manufacturer narrative:
A ge representative has not yet evaluated the system.

Event description:
The customer reported the control panel lights flashed, the system displayed an error code, and would not produce x-rays. No pt injury was reported.